Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. Requests were made for device labels, radiographs/x-ray films, and implant insertion op notes. No information was provided. The instrument lot code required to retrieve and review the device history records was not provided. A preliminary risk assessment was conducted and no patient harm was identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Inserter tip broke and was left in patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.